Event description:
It was reported via clinic notes received that the patient had been experiencing an increase in seizures. The notes indicated that the patient had developed tonic/clonic seizures at the physician's office, had experienced status epilepticus, and was experiencing complex partial seizures daily. The patient's generator is not believed to be at end of service. Attempts for additional information have been unsuccessful to date.